Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Developed knee swelling [joint swelling]. Knee joint effusion [joint effusion]. Case description: spontaneous report was rec'd on (B)(6)-2011 from a genzyme rep on behalf of a healthcare professional regarding male pt, who experienced knee swelling and knee effusion after starting synvisc-one. The hcp reported that the pt rec'd one synvisc-one injection (date not provided). The evening after receiving the injection, the pt developed knee swelling and knee effusion. The pt required hospitalization for his symptoms. The hcp reported that the pt's knee was aspiration and cultures were negative for infection (date not provided). The product lot number was not reported. At the time of this report the outcome of the pt was unk. Add'l info was rec'd on (B)(6)-2011 in the form of qa results. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by the report.